Event description:
Reportedly, the patient experienced inappropriate shock. Data stored within the memory of the associated crt-d revealed oversensing relative to the subject lead. A re-intervention to reposition the lead is scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The associated programmer files were reviewed.